Manufacturer narrative:
(B) (4). We are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the needle broke in the vertebral body, when the surgeon was trying to remove it from the pt. The broken piece was not able to be removed and was left in the pt.